Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -no visible defects. -connected with rm 3765_1 with an unknown ligature (3004721439-2021-00020). Permeability test: the test showed that the titanium connector is permeable. Results: based on our investigation, we are not able to substantiate the claim of "blockage". However, we assume that the significant deposits found within the valve may have temporarily caused the functional impairment. We can exclude a defect at the time of release. All product where shipped, met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
"Associated medwatches: 3004721439-2021-00019, 3004721439-2021-00020, 3004721439-2021-00022 MDR # - same patient".

Manufacturer narrative:
The sample not received for investigation. When following informations /investigations results are provided a follow up will be submitted.

Event description:
It was reported that there was a problem with a connector. Tha valve was used with another devices for hc therapy. The products were used on the lp shunt on (B)(6) 2020. They were removed on (B)(6) 2021 due to the symptoms of under-drainage. Please investigate the inside of the valve. Patient informations: age: (B)(6). Implantation: (B)(6) 2020. Revision: (B)(6) 2021. "Associated medwatches: 3004721439-2021-00019, 3004721439-2021-00020, 3004721439-2021-00022 MDR # - same patient".